Event description:
Senseonics was made aware of an incident where the sensor could not be removed during the initial removal procedure which took place on (B)(6) 2024. The insertion date of the sensor was (B)(6) 2024. As per the information that was provided to senseonics, the sensor was unable to be palpated before the incision. Transmitter was not used to localize the sensor, but an ultrasound was used.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. As of yet, no tentative date for next removal attempt is available, but a follow up will be made on 4 october 2024 when the patient will return back from the vacation. The additional information will be provided in the supplemental report.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the sensor could not be removed during the initial removal procedure which took place on (B)(6) 2024. The insertion date of the sensor was (B)(6) 2024. As per the information that was provided to senseonics, the sensor was unable to be palpated before the incision. Transmitter was not used to localize the sensor, but an ultrasound was used. Another removal attempt was made on (B)(6) 2024 and this time the sensor was localized using a magnet and the hcp was able to successfully remove the sensor. This incident does not require any further investigation. B4. Date of this report updated to 30 november 2024. G3 date received by the manufacturer ?18 november 2024. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 22,4310.